Event description:
Near the end of a routine hemodialysis treatment it was reported that the pt moved suddenly causing the venous access needle to infiltrate. Treatment was discontinued without rinseback of the pt's blood due to the infiltration, resulting in a 210cc blood loss. No medical intervention was required.